Event description:
The reporter stated that the surgeon was advancing a 22.0 diopter three piece silicone lens in the cartridge and the tip of the cartridge split open and lens fell onto the outside of the patient's eye and lens was contaminated. There was no patient injury.

Manufacturer narrative:
The product pertaining to this claim was not returned, however, the lens was received and a visual inspection shows no visible damage to the lens. There is clear and reddish surgical residue on the lens.